Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast reconstruction surgery with unknown size unknown saline implants and experienced breast implant deflation on her left side. The patient underwent bilateral explantation and replacement with catalog number smpx685; serial number (B)(4) on the left side, and with catalog number shpx790; serial number (B)(4) on the right side on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor concluded that the complaint device is non mentor product. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, this case will be re-assessed. Manufacturer¿s reference number: (B)(4).